Event description:
It was reported that the coil cap was separated from the housing of a large volume infusor. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured april 7, 2014 to april 9, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed that the red coil cap had separated from the housing. No signs of malformed housing were found on the unit. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.